Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation procedure, a blood leak was noted from the hemostasis valve. The sheath was inserted into the patient, another sheath was inserted, punctured the septum and was inserted into the left atrium. The diagnostic catheter was inserted into the sheath and when mapping began, blood leaked from the hemostatic valve of the sheath. Another sheath was used to complete the procedure with no consequences to the patient.